Event description:
Customer reported a normal saline over infusion occurred on the cardiac procedural unit. A gravity infusion started as a kvo rate and the nurse left the room. Nurse returned to room and noticed the 1 liter normal saline bag was empty, which it should not have been at this time due to it being at a kvo rate. The nurse felt this occurred due to the dehp free set experiencing a kink when the kvo rate was initially started and as the infusion was flowing the kink opened up and allowed the bag to empty too fast. There was no patient harm or medical intervention. No further patient or event info was reported.

Manufacturer narrative:
(B)(4). The customer report of the set over infused due to a kink when the kvo rate was initially started, could not be confirmed due to the product was not returned for failure investigation. The customer stated the set was discarded.